Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slidemaker was leaking clenz between the diluter and the worktop. Customer reported that the volume of the leak was less than 20 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the black I-beam pinch valve tubing on the dual pinch valve at the bottom, outside of the sarm (sample access reservoir module) was leaking diluent/clenz. The fse replaced both pieces of the pinch valve tubing, cleaned the sarm and re-attached the module.

Manufacturer narrative:
(B)(4).